Event description:
It was reported that pump declared altitude alarm 21, and customer later stated there was something in speaker holes. There was no adverse impact to the customer¿s blood glucose level. Issue resolved on its own before customer contacted support, insulin delivery resumed, customer did not need to replace cartridge, and technical support provided tips to prevent altitude alarms, requested a photo, and advised customer to clean speaker holes and call back if issue persisted.